Manufacturer narrative:
The device in this event is beyond its expected lifetime of ten years. The product has been returned to hill-rom for manufacturers evaluation and an investigation is ongoing. A follow-up/supplemental report will be submitted when the investigation is complete and requested information has been received.

Event description:
It was reported to hill-rom that during lift a person was swiftly dropped towards the floor. No injury alleged.